Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose value was 39 mg/dl. The customer stated that they treated low blood glucose with glucose gummies. Customer stated that they declined troubleshooting for low blood glucose. The customer will be discontinue use of the device.